Event description:
Reporter alleged during back to back testing the meter read 250/98/210/97 mg/dl all within 5 minutes of each other. It was reported customer went to the doctor five days prior due to meter reading of 350 mg/dl versus doctor measurement of 126 mg/dl 1.5 hours apart. No treatment ws reportedly received and no actions taken. A request was made for the return of the suspect device and replacement product was sent.